Event description:
It was reported that pump had malfunction alarm with momentary power loss to vibrator motor, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.